Manufacturer narrative:
A gas delivery system (gds) assembly was returned for analysis. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. A failure investigation (fi) was performed, and the technician reported that the root cause was a failure of the airflow sensor caused by u1 drifting out of calibration; therefore, the ventilator could not enter the standby mode.

Manufacturer narrative:
G4:18feb2021, b4:19feb2021, h11:g5:k102985. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty gas delivery system(gds). The fse replaced the gds to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 09 aug 2020.

Event description:
It was reported to philips that the device was unable to enter into the standby mode. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.